Event description:
Pt alleges receiving breast implants in 1973 of an unk MFR. Pt also alleges she believs one may be getting smaller and she thinks it may be leaking. Her dr. Recommends removal and replacement.